Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient exhibited a heart rate in the 20's and was in the intensive care unit (ICU) for an unknown reason. A ventricular loss of capture (loc) was observed and the patient's electrolytes appeared within normal limits, but their troponin was elevated. It was noted the patient "may go to or/lab to check the lead via analyzer to rule out implantable pulse generator (ipg) malfunction." The ipg and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.